Event description:
Patient reported "day to day life awful," couldn't "look after new born baby at times," and unspecified "strange health issues." The device was explanted and "{patient's} health has been fantastic and all the issues have gone away." A "small leak" was found during explant surgery with pathological tests indicated "capsule showing microscopic evidence of implant leak". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, d.7, g.1, g.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain and ¿4 unknown masses¿ in the breast and one in the ¿lymph node.¿ patient experienced "painful breathing and pain around (patient's) heart" unrelated to being pregnant. The device remains implanted.